Event description:
It was reported that this right ventricular (rv) lead was detecting a decrease in the r wave of 1.5 mv. This was observed during a recent follow-up visit. The physician elected to explant and replace this lead. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position, and bent. Visual inspection found dried blood/body fluid in the lumen, with no observed abnormalities other than induced damage from normal use/explant. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was detecting a decrease in the r wave of 1.5 mv. This was observed during a recent follow-up visit. The physician elected to explant and replace this lead. No additional adverse patient effects were reported. This lead was returned for analysis.